Manufacturer narrative:
Poly core returned for evaluation. Evaluation confirmed some posterior wear. Review of manufacturing records showed no anomalies.

Event description:
Poly core was replaced. Cysts were filled with bone graft.